Event description:
Surgeon inserted resectoscope sheath into the patient and the beak of the sheath broke. The surgeon removed the broken piece upon which the urethra lacerated and had to be sutured.======================manufacturer response for resectoscope, karl storz resectoscope (per site reporter).======================none to date.